Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. The monitor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the surgeon monitor goes black after a few hours of operation. There was no patient present when this issue was identified.